Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a severely calcified lesion. The 10mm x 2.50mm wolverine coronary cutting balloon was inflated and ruptured at ten atmospheres. The procedure was successfully completed with a different device without issue or patient injury.